Event description:
Spontaneous call from home health nurse (B)(6) rn, to report the pump is giving occlusion alarm and needs to be replaced, not reported if missed doses, experienced adverse events or if device available for return, no other information or dates are known. Dosing/frequency: infuse 15gm (150ml) intravenously daily for 2 days, every 4 weeks. Reported to (B)(6) by health professional.